Event description:
A malfunction was reported on a pump, but there were no notable events prior to the issue, and the malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The malfunction code was resettable, and technical support provided pump reset information, assisting the customer with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. No adverse impact to the customer¿s blood glucose level was reported.